Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 16684159, description: next generation anchor kit-sterile. The complaint regarding lead sc-2352-50 (sn (B)(4)) was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead, approximately 18.52 cm from the distal end. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The broken cables are still contained inside the lead body. Clik anchor sc-4316 (ln 16684159) passed the visual inspection. It is intact and no parts of it are missing.

Event description:
A report was received that the patient underwent a lead revision procedure due to high impedances. Upon removal of the lead, it was noted that all of the cables inside the lead were severed. None of the cable wires were exposed. The lead was replaced and the patient was doing well postoperatively.

Event description:
A report was received that the patient underwent a lead revision procedure due to high impedances. Upon removal of the lead, it was noted that all of the cables inside the lead were severed. None of the cable wires were exposed. The lead was replaced and the patient was doing well postoperatively.

Event description:
A report was received that the patient underwent a lead revision procedure due to high impedances. Upon removal of the lead, it was noted that all of the cables inside the lead were severed. None of the cable wires were exposed. The lead was replaced and the patient was doing well postoperatively.